Event description:
The manufacturer received information alleging an issue related to a trilogy 100 ventilator device's sound abatement foam. Patient alleged headaches. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on 10/09/2023 and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a trilogy 100 ventilator device's sound abatement foam. The patient alleged headaches. Additional information was received about the alleged kidney disease or toxicity, lung disease, and cancer. Stage 4 renal carcinoma, adrenal gland, and lymph nodes. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Sections d2, g4, and h9 were captured incorrectly in the previous report. It has been updated and corrected in this report. The sections b1, b2, h1, and h6 have been updated or corrected in this report as follows: section b1 was corrected for adverse event and product problem. (Only the product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction to serious injury. Section h6 health effects: clinical codes and health effects - impact code was updated.

Manufacturer narrative:
Additional information was received on may 19, 2025, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a trilogy 100 ventilator device's sound abatement foam. The patient alleged headaches, kidney disease or toxicity, lung disease, and cancer. Stage 4 renal carcinoma, adrenal gland, and lymph nodes. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. During the evaluation, the manufacturer observed that the rubber feet and cable clamp were missing, and the rear enclosure and handle were found to be cracked. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found. The manufacturer's service center concludes that they confirm the customer's allegation and there was a visible foam degradation. Device was scrapped. Sections d8, d9, h2, h3 and h6 has been updated in this report.